Manufacturer narrative:
The reported blood loss event is attributed to the operator not performing rinseback due to visible air in the cartridge blood lines. The disposable cartridge was not returned for eval. The exact cause of the alarms cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There were no similar problems reported with subsequent treatment using this cycler. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Air alarms occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to air observed in cartridge blood lines, resulting in an estimated blood loss of 190cc. No medical intervention was required.